Event description:
It was reported that the fiber cap detached and melted at 3615 joules into the case. The procedure was completed using an alternative surgical procedure. It was noted that the fiber will not be returned to the manufacturer. There was no report of injury to the patient.

Manufacturer narrative:
(B)(4). Two additional fibers were reported under MFR report numbers 1937094-2012-01265 and 2937094-2012-01267.